Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. Visual inspection was performed on the sensor plug assembly and no failure modes were observed. The sensor plug was properly seated. No further investigation can be performed at this time due to no product returned. If additional product is returned, an investigation will be performed. Issue will be closed to no product returned. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc sensor detached prematurely on the seventh day of wear. The customer experienced cold sweats and loss of consciousness, requiring glucagon administered by partner, and also ate after feeling better. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported that the adc sensor detached prematurely on the seventh day of wear. The customer experienced cold sweats and loss of consciousness, requiring glucagon administered by partner, and also ate after feeling better. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.